Event description:
Pt underwent cataract surgery on 8/8/96, and implantation of a model aq-2003v intraocular lens was attempted by the surgeon. However, the surgeon noticed that the haptic was bent after insertion and caused a posterior capsular tear. The surgeon performed an anterior vitrectomy. The surgeon removed the lens and replaced it with another lens. No other surgical procedures were performed.